Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation the monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to complete functional testing.